Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling, stress testing, shock testing, and internal inspection without duplicating the report. The device was recertified and returned to the customer. A review of the device activity log observed numerous successful 30j tests. In addition, several attempted shocks with the device in monitor mode, and the shock button being pressed without the charge button being pressed first were recorded. Both of these actions would appear to the user as the shock button not working. However, there was no evidence that the device was unable to shock when the device was used according to the instructions for use. The front panel keypad was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.